Manufacturer narrative:
Product analysis: analysis confirmed the customer comment that the external pulse generator (epg) displayed an error. The printed circuit board (pcb) was reset with firmware and updated. The main pcb was contaminated. The upper case was broken at the boss. The lower case was damaged. The display wire insulation was pinched, wire insulation not compromised. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) displayed an error code. The external pulse generator (epg) returned for repair and subsequently tested out of specification during manufacturer analysis. No patient complications have been reported as a result of this event.